Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter and molding defect with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter and molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered with 5 bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty stopper ×5 (embedded x3 fm x2).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with 5 bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty stopper ×5 (embedded x3 fm x2).